Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil), at a rate of 3.5 ml/hr, with a vtbi (volume to be infused) of 84 ml. No further programming parameters were provided. On (B)(6) 2012 at 1600, the delivery was started. On (B)(6) 2012, at an unspecified time, the nurse reported the pt returned to the user facility. At that time, it was reported that the device was alarming "infusion complete"; however, approx 82 ml remained in the container, instead of the expected empty container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.02 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history on (B)(6) 2012 at 0942, the device was programmed for continuous only delivery in ml, with a 3.5 ml/hr rate, an 84 ml vtbi, a 0 ml/hr kvo rate and a container size of 84 ml. At 0945, the device was powered off. Between 1046 and 1153, the device was powered on 2x and powered off 1x, a start alarm occurred and was silenced. At 1155, the delivery was started. A new date of (B)(6) 2012 occurred. At 1152, an empty container alarm occurred. At 1153, a stop infusion alarm occurred. At 1154, the device was powered off. On (B)(6) 2012 at 1312, the device was powered on, a new container is indicated, and the device was powered off. At 1509, the device was powered on and a start alarm occurred and was silenced. At 1516, the delivery was started. A new date of (B)(6) 2012 occurred. Between 1514 and 1516, an empty container end of infusion alarm occurred and was silenced 2x. Between 1518 and 1528, the delivery was stopped, a check cassettes alarm occurred, silenced 4x and a power loss alarm occurred. This report represents all the info known by the reporter upon query by hospira personnel.